Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that none of the buttons were working on the insulin pump. Customer's blood glucose was 500 mg/dl at the time of the incident. Customer stated that he was feeling okay. Customer stated that he was trying to bolus but the button won't work. Customer stated that the pump reads 600 mg/dl as his current blood glucose. Customer stated that he thinks he has syringes at his parents' house. Customer stated that he doesn't have a back-up plan. Customer stated that the buttons stopped working 2 hours before the button error alarm. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.